Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the white advancer tube of a 5f mynxgrip vascular closure device (vcd) was not present after the sealant was deployed and the sheath was removed. The physician advanced the sealant, went to pull up the sheath back to the handle to expose the white advancer tube and it was not present. There was no reported patient injury. The intended procedure was an interventional peripheral. The procedure used a retrograde approach. The user was certified on the use of the mynx. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel¿s diameter verified to be greater than or equal to 5 mm in diameter. The sheath used was a non-cordis device. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture sire. Hemostasis was completed via manual compression which was done for less than 30 minutes. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock open. It was reported that ¿the user advanced the sealant, went to pull up the sheath back to the handle to expose the white advancer tube and it was not present.¿ however, the advancer tube, sealant and sealant sleeve were observed to remain in their manufactured position as received, which indicated that the returned device may have not been inserted in an existing procedure sheath during the procedure. Nonetheless, it is unknown if the device was manipulated post-procedure. The procedural sheath was not returned with the device. In addition, the catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed that could have contributed to the reported complaint. In addition, a longitudinal tear was observed in the balloon of the returned device. The balloon loss of pressure failure was not reported in the complaint. Shuttle down step was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. Visual inspection at high magnification also revealed a longitudinal tear in the balloon of the returned device, approximately 4 mm from balloon proximal neck. A product history record (phr) review of lot f1828103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device as it was received with the sealant sleeve still in its manufactured position. Additionally, the device was returned with a tear in the balloon. However, the exact cause of the issue experienced and the balloon loss of pressure found could not be conclusively determined. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported since the device did not match the reported event (sealant sleeve was still in manufactured position which indicates that the shuttle was not inserted into the sheath). Since the balloon loss of pressure was not reported by the customer, it is unknown when this issue occurred. However, it if occurred during normal use of the device, such as at the first stop or second stop, the user would not be able to apply appropriate tension to the arteriotomy, and achieve temporary hemostasis before the shuttle down step. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1828103 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the white advancer tube of a 5f mynxgrip vascular closure device (vcd) was not present after the sealant was deployed and the sheath was removed. The physician advanced the sealant, went to pull up the sheath back to the handle to expose the white advancer tube and it was not present. The intended procedure was an interventional peripheral. The procedure used a retrograde approach. The user was certified on the use of the mynx. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel¿s diameter verified to be greater than or equal to 5 mm in diameter. The sheath used was a non-cordis device. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture sire. Hemostasis was completed via manual compression which was done for less than 30 minutes.